Event description:
Reportable based on device analysis completed on 08apr2022. It was reported that connection issues occurred. The opticross imaging catheter was selected for use. During preparation, when the catheter, sled, and motor drive were connected, a connection failure occurred indicating the devices were disconnected. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. The imaging window was observed detached near the lapjoint section. No damages or failures were observed on the catheter code pcba (ccp) board assembly. No other visual damages were noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. Auto-pullback testing with the sled could not be performed due to the condition of the device. Microscopic inspection did not find any damage consistent with saline exposure post-use of the device.